Manufacturer narrative:
Section d6a: implant date was incorrectly provided in previous report. Implant date is not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The mobile power unit was not returned for analysis; however, a log file was submitted for analysis. The submitted log file a9090917 contained data spanning approximately 19 days ( (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a no external power alarm while connected to the mobile power unit on (B)(6) 2021 at 06:19:13 due to a loss of power to the patients home. During this time, the rsoc voltage in both power cables dropped to approximately 3.2 volts and the bus voltage dropped down to 11.6 volts. The alarm resolved immediately when power was restored to the house and unit. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit (mpu) and if the mpu will be returning; however, no response was given. The root cause of the reported event of a no external power alarm was determined to be a loss of power at the patient¿s home. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file noted multiple unsustained power/flow elevations. In addition, the log file captured 2 no external power events on (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted. The no external power was due to the electricity going out. The patient had no symptoms.